Event description:
It was reported that the patient presented in clinic. Upon review, the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing and under sensing. No intervention was performed. There were no patient consequences.